Event description:
Complainant alleged that while treating a patient the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant indicated that the attending physician did not press the "shock" button. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.